Event description:
Freestyle libre 1 sensor providing inaccurate interstitial glucose readings. Had the same issue with another sensor from the same lot number. Manufacturer has indicated that I should discontinue utilizing both sensors as they were defective and they would be replaced. I advised the manufacturer that these 2 defective medical devices were of the same lot number that I also have 4 unused sensors from this lot. The manufacturer refused to replace these sensors, indicating that I need to wear them and find out if they are defective or not before they would consider replacement. I do not feel comfortable or safe utilizing these sensors as 2 out of 6 (unexpired) sensors from the same lot number have been determined by the manufacturer to be defective and provide unreliable glucose results. Result of 102 mg/dl taken with one touch verio reflect; result within 10 minutes before and after the blood glucose meter were both 77 mg/dl as reported by the defective abbott freestyle libre 1 sensor. An error of 32% inaccuracy in reported test result. FDA safety report ID # (B)(4).